Manufacturer narrative:
Technician replaced foot right caster and adjusted all other casters to resolve this issue. Stretcher found in hall.

Event description:
Complaint information received indicated that the foot right caster would swivel when brake was applied (would swivel but not roll). No injury alleged.